Manufacturer narrative:
Country of the event is japan. H3: product analysis of part# 54750016540, lot# h5905378 visual inspection revealed the connector end of the screw has been bent. Damage present is consistent with bend stress overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a user facility (uf) via manufacturer representative regarding spinal product that will be used in spinal fusion therapy. It was reported that when the screw was opened and then attached to the tab extender, the tab of the screw was bent, so it could not be attached. There is no patient involved in the event and no further complications or symptoms were reported.